Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse performed multiple interventions, but the instrument continued to generate low ise (ion-selective electrode) results. The issue was ultimately resolved after replacement of the ise buffer valve. (B)(4).

Event description:
The customer reported the generation of low ion selective electrode (ise) patient results on their au5800 instrument. The low results were not reported out of the laboratory; hence, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer was unwilling to provide data. This event is an on-going issue from beckman coulter internal identifier case-(B)(4), and the issue was ultimately resolved in case-(B)(4).